Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device remains implanted.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, a patient underwent an implant of a 23mm sapien 3 valve, in the aortic position by transfemoral approach. The procedure was planned with a standard implant (80/20), with protection of the left coronary artery and pre dilatation of the aortic valve. After the pre-dilation, the patient was hemodynamically unstable. At the time of positioning the prosthesis, a communication error occurred with the second operator, who performed premature inflation, without visualizing the rays. This resulted in a very low implant with severe aortic valve insufficiency, for which it was necessary to open a second prosthesis to perform a valve-in-valve in the correct position. The valve-in-valve was performed satisfactorily, with adequate final results, without gradient, without insufficiency, and without aortic paravalvular leak. The patient final outcome was good and the patient was discharged home the following day. As per medical opinion, a communication error occurred with the second operator, who performed premature inflation, without visualizing the rays, could be the root cause of the event.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints valve malposition and regurgitation were unable to be confirmed due to unavailability of relevant imagery/medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''a communication error occurred, which lead to a premature inflation of the balloon, without visualizing the rays. Which resulted in a very low implant with severe aortic valve insufficiency, for which it was necessary to open a second prosthesis to perform a viv in the correct position.'' Valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. Per procedural training manual, the following steps must be performed prior to initiating balloon inflation: ''use fluoroscopy to visualize the thv during positioning,'' ''position thv coaxially within the native annulus,'' and ''position the bottom of the center marker at the base of the cusps using fine positioning.'' In this case, the balloon was inflated without proper visualization of the thv position, which caused the valve to be placed/deployed lower than intended (too ventricular). As such, available information suggests that procedural factors (not following IFU, use error) may have contributed to the malposition. The nature of reported regurgitation was unable to be determined. Since the valve was placed/deployed too ventricular, it could have caused native leaflet overhang (with fairly mobile leaflets retained), resulting in central regurgitation. It is also possible that the low thv placement prevented the pvl skirt from properly sealing against the annulus, resulting in paravalvular leak (pvl). As such, available information suggests that procedural factors (thv malposition) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.